Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(4) reported that some of the customer's blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. The readings were missing from about 4 p.m. Of (B)(6) 2018 to the morning of (B)(6) 2018. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.